Event description:
Patient was revised to address pain and elevated ion levels. It was also noted that the cup inclination could have contributed to the elevated ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/23/2017 (pfs (B)(4)) - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges femoral palsy, problems sitting, walking, and numbness in leg, with swelling, numbness and pain--states symptoms began "proximate to...(B)(6) 2014 revision". Neither the revision operative record nor the discharge summary identified symptoms nor causes for femoral palsy, nor was there mention of the malpositioned cup inclination reported in the der. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. Doi: (B)(6) 2009 - dor: (B)(6) 2014 (left hip).